Event description:
(B)(4). Same case as MFR ID#: 2134265-2010-05543. It was reported that post index procedure, the patient experienced recurrent non-cardiac chest pain and a myocardial infarction. The patient presented due to current stable angina (ccs class 2) and underwent cardiac catheterization which revealed 2 target lesions. The first was a 75% stenosed and 15mm long lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 4.0mm. It was treated with direct stenting with a 4.0x24mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The second was a 85% stenosed and 8mm long lesion located in the proximal lad with a reference vessel diameter of 4.0mm. It was treated with direct stenting with a 4.0x12mm taxus liberte stent and post dilation resulting in 0% residual stenosis. Post index procedure, the patient reported having chest pain rating "10" on a scale of 1-10 and was treated wish morphine. Post procedure cardiac biomarkers were reported resulting in diagnosis of a myocardial infarction. Peak troponin levels were 1.41 ng/ml. No action was taken to treat the myocardial infarction. The events were considered resolved without residual effects and the patient was discharged 1 day post index procedure on aspirin and prasugrel. It is the opinion of the physician that the events are unrelated to the taxus liberte stents.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).